Event description:
It was reported that the system did not help with the pain. The patient had an appointment with a physician. Reprogramming was done sometime in (B)(6) 2015. The issue was not resolved at this time. A surgical intervention was scheduled for (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).